Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient has been experiencing rashes at the insertion site that seems to be attributed to the sensor's adhesive. Patient has consulted with his physician and was prescribed topical creams. Patient's mother reports that creams have been used but the sensor adheres poorly when creams are applied to insertion site. Dexcom technical support has made several attempts to contact patient's mother in order to obtain further information but has been unsuccessful at reaching patient's mother.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.